Event description:
It was reported that during a pm, the autopulse device displayed a user advisory ua 16 (timeout moving to take-up position). There was no patient involvement. Additional details were requested by manufacturer and have not been obtained.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection of the platform indicates there was no damage internal or external damage to the platform. Report of ua 16 (timeout moving to take-up position) was confirmed. Motor was replaced and fault was cleared. Board passed functional test (30:2 continuous compressions) and final test.